Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 180-190 units of insulin and the fill estimate remained static at 60 units. The customer's blood glucose (bg) level was 300-400mg/dl and a correction bolus was delivered to address the bg level. Tandem technical support reviewed the t: connect logs and verified that the customer had received an inaccurate fill estimate. During a follow-up, the customer confirmed that an accurate fill estimate was received after loading a new cartridge.